Event description:
Info received indicates the bed is not ongoing into trendelenburg.

Manufacturer narrative:
The technician found the hi/low retaining strap was bent and the bushing missing. He replaced the retaining strap and bushing to repair the bed.